Event description:
A healthcare professional reported that a pt who underwent bilateral lasik surgery was over-corrected in the left eye. Additional information was requested.

Manufacturer narrative:
Investigation, including root cause, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).